Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that acid was noted dripping from the battery pack of the unit. It was further reported that a company representative indicated that they thought they got all of the affected units removed from service. It was further reported that the unit in question came from a distributor and did not come directly from stryker. However, the customer indicated that the units were purchased directly from stryker. It was further reported that the affected units were pulled from the shelf of the customer and replaced with similar units from the same lot number.